Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently presented to the emergency department in atrial fibrillation (af). During the data review, it was suspected that the af was potentially conducted into the ventricle, resulting in two bursts of inappropriate anti-tachycardia pacing (atp) therapy and three shocks. Boston scientific technical services (ts) was contacted for review, and it was determined that the patient's elevated, unstable rate entered the programmed ventricular fibrillation (vf) zone and then was detected in the ventricular tachycardia (vt) zone. Due to the uncorrelated rhythmid score, the device ultimately delivered the programmed atp and shock therapies. Ts recommended decreasing the rhythmid match score and potentially reviewing the patient's af medication, if clinically appropriate. At this time, this ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.